Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. Visual inspection under magnification of the wand shows that the screen is missing. There are scratch/scuff marks on the spacer and return electrode. The screen was sent with the device, shows moderate erosion with contamination and discoloration. No manufacturing abnormalities were identified. During functional evaluation the wand was connected to a known good controller and was activated in saline solution at the default and max settings on the controller. The wand excites plasma on the remaining part of the screen. The suction line was tested and performed as intended. The complaint was verified. Factors which may have contributed to the reported event: (1) the wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force (2) do not use the wand as a lever to enlarge a surgical site or gain access to tissue as this may result in a bent or detached electrode, damage to device, and/or a cracked spacer leading to patient injury. (3) the wand may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an arthroscopy, the ambient supermultivac's electrode fell off inside the patient's incision. There was a backup device available. A delay of 40 minutes to retrieve the electrode form within the patient¿s incision was reported. No further complications were noted. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.